Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 300600 to investigate for this record. Unfortunately, a as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd must state that the handling of the product once the shield has been removed needs to be done carefully not only to avoid the reported defect also to avoid any risk of damage the cannula point which would provoke a discomfort at the moment to the injection to the patient. Since bd was unable to duplicate or confirm the indicated failure mode and no lot number was provided, no root cause was possible to determine at this time. No similar cases have been notified to bd for this microlance 3 products.

Event description:
It was reported that needle stick/serious injury occurred after use with a bd microlance¿ hypodermic needle. The following information was provided by the initial reporter, "the patients knee had been numbed with lido in adrena. After the injection the user closed needle and tried to remove it from the syringe. The needle was tilted outwards and the user pricked herself on the left thumb. In dermatology, it has happened several times that the needle does not fit properly in the protective cap."' No medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle stick/serious injury occurred after use with a bd microlance¿ hypodermic needle. The following information was provided by the initial reporter, "the patients knee had been numbed with lido in adrena. After the injection the user closed needle and tried to remove it from the syringe. The needle was tilted outwards and the user pricked herself on the left thumb. In dermatology, it has happened several times that the needle does not fit properly in the protective cap."' No medical intervention was reported.